Manufacturer narrative:
(B) (4).

Event description:
Literature: fytagoridis a, blomstedt p. Complications and side effects of deep brain stimulation in the posterior subthalamic area. Stereotact funct neurosurg. 2010;88(2):88-93. Summary: forty consecutive patients (67% men) operated with dbs in the posterior subthalamic area (psa) were analyzed for complications and side effects of the procedure. Twenty-seven patients had essential tremor, 8 had parkinson's disease, 2 had dystonic tremor, 1 had cerebellar tremor, 1 had neuropathic tremor and 1 writer's cramp. The mean age at surgery was (B) (6). The pts were followed for a mean time of 34 months (range 3-59). All procedures were performed by one surgeon during the period 2004-2008. Fifty-four dbs leads were implanted in these 40 patients, requiring a total of 57 tracks. Twenty-nine patients were operated in the left hemisphere, 7 in the right and 4 bilaterally. Four patients received an extra ipsilateral electrode in the psa due to an ambiguous response during perioperative stimulation of the original electrode. The pts were hospitalized for a mean of 7.4 days (range 2-15). Event: a (B) (6) pt developed a mild contralateral hemiparesis after the operation. No hemorrhage or other findings of interest were seen on repeated CT scans. The hemiparesis had regressed completely at the eval after 6 months, but the pt experienced dizziness when standing up, forcing her to use a walking support when walking outside the home. The symptoms were not improved by turning the stimulation off. See literature article with MFR report #3007566237-2010-03700.